Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spins fusion procedure, the navigation system did not recognize the trackers of imaging system. Rebooting the image acquisition system (ias) resolved the issue. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field. Correction: UDI has been updated to proper value.